Manufacturer narrative:
Citation: ziad arow, et al. Assessment of the gradient gap after tavr with balloon and self-expandable valves: analysis of a large patient cohort. American heart journal. Volume 297, july 2026, 107428. Https://doi.org/10.1016/j.ahj.2026.107428 earliest date of publication used for date of event. Earliest approved evolut product used for product code and PMA #. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding transvalvular gradient measurements after transcatheter aortic valve replacement (tavr). The study included 1,798 patients who underwent tavr with either a balloon-expandable valve (bev; n = 799) or self-expanding valve (sev; n = 999). Only non-medtronic devices were used in the bev group. Five valve brands were used in the sev group, encompassing medtronic evolut r/pro/pro+ and the non-medtronic navitor and accurate neo. In the sev group, the following post-tavr adverse events were observed: elevated mean gradients (< (><<)> 20 mmhg) and stroke. Additionally, 79 deaths occurred in the sev group within one year of tavr. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.